Manufacturer narrative:
Additional information was received that the revision was due to the pocket being superficial and painful. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.